Event description:
It was reported that balloon rupture occurred. The 68% stenosed target lesion was located in the mildly to moderately tortuous common and external iliac artery. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during third inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.